Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5328931. Additionally, the manufacturing process was reviewed and there is no equipment, instrument, process and/or surfaces that could cause the type of damage that was reported. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a nurse had used a bd saf-t-intima¿ IV catheter safety system, the needle did not fully retract into the safety shield and the nurse was stuck with a contaminated needle. The nurse went to an emergency department for post exposure lab work and reported the incident to workplace health. The source patient was considered "high risk" and also had post exposure lab work drawn. The nurse will receive ongoing monitoring for at least six months.